Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, the left ventricular (lv) lead was found to be dislodged, with a significantly elevated capture threshold resulting in loss of capture. The dislodgement of the lead was verified by fluoroscopy. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.